Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: the red alarm lamp did not function. The issue no longer occurred after the alarm lamp board was exchanged. The event did not occur during ventilation.